Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number and expiration date unknown). (B)(4). Device will not be returned to manufacturer.

Event description:
Customer reportedly received results of 5 mmol/l and 7.6 mmol/l within 10 minutes on the mobile system. A result of 1.6 mmol/l was obtained on the compact plus system within 10 minutes. Low blood glucose symptoms were reported with these results. The customer took unspecified action to raise his blood glucose. No adverse event related to the device was reported. Requested return of suspect device, however, the test cassette was not returned; replacement was sent.